Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric revision procedure, the device fired fine and the case was completed with no patient consequence. Post-op, the patient presented with a leak. It is unknown if the patient was still in the hospital or had been released to go home. It is unknown what caused the leak or where the leak occurred. It is unknown how the leak was repaired or what the patient consequence is at this time. The device was discarded. Additional followup: the patient was released and returned on (B) (6) 2010 for intergastric stent placement. Leak still present 10 days later. Stented again at this time (B) (6) 2010. The patient is out and doing well. The leak was repaired with inter gastric stent. (B) (6).